Event description:
The foreign facility reported a male patient experienced a reaction during hemodialysis using a baxter xenium 210g. The patient reportedly experienced hypotension, tremors and thoracic compression 15 minutes after the start of the hemodialysis therapy. The reporter stated that this was the second use of this dialyzer (first use in 2009). According to the reporter, this was the first time that the patient experienced such a reaction with this dialyzer. It is reported that there was no restitution of the extra-corporeal circulation, the patient were disconnected and the dialyzer with the lines were changed. Therapy as continued without further events. The physician reported a possible hyper-sensibility type I reaction. Two fistula needles from hospital were used (lot number unknown). The machine in use was a fresenius 5008 (serial number unknown).

Manufacturer narrative:
The actual sample is available for evaluation and has been requested to be returned for evaluation. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.